Event description:
Reportedly, the rf communication with the rf head was very difficult to establish during the implantation procedure. The continuity test was long and difficult to do. Only when the doctor began to close the pocket, it was noted that two leads were inverted. The physician had to reopen the pocket and clearly manifested his dissatisfaction with the poor wireless connector and telemetry.

Event description:
Reportedly, the rf communication with the rf head was very difficult to establish during the implantation procedure. The continuity test was long and difficult to do. Only when the doctor began to close the pocket, it was noted that two leads were inverted. The physician had to reopen the pocket and clearly manifested his dissatisfaction with the poor wireless connector and telemetry.